Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing, per (B)(4). Testing was conducted at a 1:1 ratio (7lpm blood <(>&<)> gas flows) the results as reported below: ¿ 356 ml/min 02 xferc ¿ 134 ml/min co2 xferc ¿ 111 mm/hg delta pblood reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the affinity nt oxygenator, the device was almost not oxygenated from the beginning. Blood gas parameters were recorded at various intervals: 10 minutes on bypass showed a fraction of inspired oxygen at 80%, post-membrane po2 at 44 mmhg, post-membrane pco2 at 41.6 mmhg, and hemoglobin at 9.2 g/dl; 20 minutes on bypass showed a fraction of inspired oxygen at 100%, post-membrane po2 at 57.9 mmhg, post-membrane pco2 at 41.8 mmhg, and hemoglobin at 8.5 g/dl; 25 minutes on bypass showed a fraction of inspired oxygen at 100%, post-membrane po2 at 90.5 mmhg, post-membrane pco2 at 44.6 mmhg, and hemoglobin at 8.6 g/dl. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that there was no damage noted on the device.

Manufacturer narrative:
A2. Age at event, a 4. Weight in lbs: these fields were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info d4: lot number updated and UDI updated correction h6: updated the annex c code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.